Manufacturer narrative:
Customer service sent the customer 21 mm breast shields. In follow up with the customer, she indicated that she was using the harmony manual breast pump with the 24 mm breast shields but couldn't get good suction which prevented milk let down. She wanted to use 21 mm breast shields but had difficulty locating them and developed mastitis in the meantime. She was diagnosed by her obgyn and was prescribed antibiotics. She indicated that she breast feeds her baby in addition to pumping, as her baby doesn't nurse at the breast long enough to fully drain her breasts. At the time of follow up, the customer had not yet received the 21 mm breast shields that were sent to her by customer service and subsequent follow up to find out if they resolved her issue were unsuccessful. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. The customer was not asked to return the pump, as the customer gave no indication that the pump was not functioning properly. Her issue appeared to be the result of improper breast shield sizing. We will monitor complaints for similar issues and will initiate a CAPA as necessary.

Event description:
The customer reported to customer service that she was very frustrated due to the fact that she was unable to find 21 mm breast shields for her manual breast pump. She spent a lot of time looking for them, which led to her developing mastitis. She was finally able to locate them on the web but was upset about the shipping cost for overnight delivery.